Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Analysis was unable to perform unexpected restart error test, prime test or displacement test due to button anomaly. Analysis was unable to verify unexpected battery out limit alarms due to keypad anomaly. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with scratched lcd window. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, battery out limit alarm, and keypad anomaly. The blood glucose at the time of the incident was 245 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.